Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is based on the customer's report of "(B)(6) 2024". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received an unspecified sensor error message with the abbott diabetes care (adc) device and was unable to obtain glucose readings. As a result, the customer experienced symptoms described as "weak, dizzy, disoriented, unable to help themselves," a seizure, a loss of consciousness, and was unable to provide self-treatment. The customer had contact with a non-healthcare professional (non-hcp/colleague) who obtained a blood glucose reading of 38 mg/dl on an unspecified device; however, no treatment was repeated for this issue. There was no report of death or permanent impairment associated with this event.